Manufacturer narrative:
This file was originally submitted on 08/20/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report that they received service error code for gel deployment. Review of device event log indicated that a therapeutic shock was delivered on (B)(6) 2025. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.